Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This report is for revision of primary approximately (B)(6) of 2017. In reporting a stage 1 revision of a patient's septic knee, rep reported that patient had tka approximately 8 years ago with an I&d with insert exchange almost exactly 1 year ago.